Event description:
As reported by the distributor in (B)(6), (B)(6) 2012, a pt of unknown gender and age presented for an unknown procedure. During prep for the procedure, the user was unable to aspirate water with a lml syringe. The reported failed syringe was replaced for a new. The reported failed syringe never came into contact with the pt, hence there was no harm or injury to the pt. The reported device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).